Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the infusion set cannula was bent and that the adhesive doesn't always stick, and that the tubing would get clogs and air bubbles. The blood glucose reading was 410 mg/dl. The customer was treated with manual injection. No scarred or hardened tissue or stretch marks were noted. The customer was not present at the time of the report and the caller was unable to troubleshoot for high blood glucose.